Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification for the number of turns to extend and retract. The analyst noted the helix does not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the right ventricular (rv) lead helix would not deploy. A different lead was implanted. No patient complications have been reported as a result of this event.